Event description:
A nurse received skin exposure to medication due to the syringe separating from the needle protection. This allegedly occurred three times, with the same nurse and patient. The nurse alleges that the syringe to hypodermic needle protection was tightened down prior to use. No treatment to nurse reported.